Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported increasing pain at the sensor insertion site, described as a pinching sensation that progressively worsened and made it difficult to rest or lean on the affected arm. The patient reported redness, warmth, and a bump near the insertion site, with the redness extending beyond the patch perimeter. The patient stated that the affected area expanded along the arm, reaching toward the elbow and armpit. She also clarified that, although redness was present at the insertion site, the reaction was more diffuse and involved a larger surrounding area. The area was described as very warm to the touch. The patient sought care at an urgent care facility due to unresolved redness at the sensor insertion site and was diagnosed with cellulitis. The patient was prescribed with oral antibiotic cephalexin 500 mg, one capsule every 8 hours for 10 days, and doxycycline hyclate 100 mg, taken every 12 hours for 10 days. The affected area was outlined with a red marker, and the patient was instructed to return if the redness continued to spread. The patient returned to urgent care on (B)(6) 2026, after the redness expanded beyond the previously marked area. At that time, patient was administered unspecified intravenous antibiotics and prescribed oral linezolid 600 mg, to be taken twice daily for 10 days. Following completion of treatment, the affected area fully healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.